Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device is correctly mode switched, but some atrial oversensing was seen on a stored electrogram on a remote transmission. The atrial lead remains in use. No patient complications have been reported as a result of this event.